Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) after wearing the pod for approximately 49 to 71 hours. The pod reportedly came loose and fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied. The pod involved in the event is reportedly no longer available.